Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If any further relevant info is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, it appeared the prolieve catheter's anchor balloon incurred a leak during balloon inflation. The physician terminated the procedure due to this event. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".